Event description:
Procedure type: hernia. According to the reporter: plastic piece from inside cannula broke off and was noticed in the patient cavity. The piece fell into the cavity and it was retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss or increase of the incision size. No patient injury was reported. Current patient's condition is fine.

Manufacturer narrative:
(B)(4).